Manufacturer narrative:
(B)(4).

Event description:
A sprinter legend balloon dilation catheter was being used for pre-dilation. The device was removed from packaging per IFU and inspected prior to use with no issues noted. Negative prep was performed with no issues noted. Resistance was not encountered advancing the sprinter legend balloon and excessive force was not used. It is reported that during attempted balloon inflation the device was noted to be ruptured at the luer. The rupture was present at time of inflation and the balloon failed to inflate. The physician reported that when they tried to inflate the balloon, they noticed the balloon was inflating but saw contrast saline solution spurting out through the luer. The device was being used for pre-dilatation. The issue was not noticed prior to use. There was no patient injury.

Manufacturer narrative:
Product analysis: the device was returned with the stylette loaded in the device. The distal tip was stretched down onto the stylette. The tip measured 5mm. The stylette could not be removed from the device. The balloon was inflated to nominal pressure with no leak identified on the device. The balloon maintained pressure.